Event description:
It was reported that the patient had his spectra concealable penile prosthesis replaced with an inflatable penile prosthesis due to patient dissatisfaction; the device was "wobbly". No patient complications were reported in relation with this event.